Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms, and the unipolar ra pace impedance measurement was approximately 600 ohms. In addition, there was loss of capture (loc) at 5v@1ms in bipolar, however threshold in unipolar was 0.5v@0.4ms. Noise with oversensing was observed, and the patient experienced muscle stimulation. It was determined that the ra lead had fractured. No noise was observed in unipolar during impedance testing. However, muscle stimulation was noted while the patient was sitting and slight muscle stimulation was felt in a supine position. Review of device data revealed 50% atrial pacing. Based on the patient's age and the possibility of atrial fibrillation (af), the device will not be programmed to vvi. This ra lead remains in service, and there were no planned interventions at this time. The decision was made to keep the device in unipolar and continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms, and the unipolar ra pace impedance measurement was approximately 600 ohms. In addition, there was loss of capture (loc) at 5v@1ms in bipolar, however threshold in unipolar was 0.5v@0.4ms. Noise with oversensing was observed, and the patient experienced muscle stimulation. It was determined that the ra lead had fractured. No noise was observed in unipolar during impedance testing. However, muscle stimulation was noted while the patient was sitting and slight muscle stimulation was felt in a supine position. Review of device data revealed 50% atrial pacing. Based on the patient's age and the possibility of atrial fibrillation (af), the device will not be programmed to vvi. This ra lead remains in service, and there were no planned interventions at this time. The decision was made to keep the device in unipolar and continue monitoring. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead fracture near the suture sleeve was confirmed via x-ray. In addition, pacing inhibition with asystole was observed, however the duration of asystole was unknown. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued. -- correction to a1: updated from blank to u.p. For unknown patient.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) to unipolar due to high out-of-range pace impedance measurements greater than 3,000 ohms, and the unipolar ra pace impedance measurement was approximately 600 ohms. In addition, there was loss of capture (loc) at 5v@1ms in bipolar, however threshold in unipolar was 0.5v@0.4ms. Noise with oversensing was observed, and the patient experienced muscle stimulation. It was determined that the ra lead had fractured. No noise was observed in unipolar during impedance testing. However, muscle stimulation was noted while the patient was sitting and slight muscle stimulation was felt in a supine position. Review of device data revealed 50% atrial pacing. Based on the patient's age and the possibility of atrial fibrillation (af), the device will not be programmed to vvi. This ra lead remains in service, and there were no planned interventions at this time. The decision was made to keep the device in unipolar and continue monitoring. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead fracture near the suture sleeve was confirmed via x-ray. In addition, pacing inhibition with asystole was observed, however the duration of asystole was unknown. This ra lead remains in service. No additional adverse patient effects were reported.